Event description:
A return was received stating the unit micro needle did not work, during surgery, it was injecting air bubbles into the eye. Another pack was utilized and the procedure was continued within 15 minutes.